Manufacturer narrative:
On april 6, 2026, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 60000512 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a bwi-sponsored clinical study, a patient underwent an index cardiac ablation procedure with a vizigo sheath and experienced a bleeding groin afterward. Due to the event, the patient required extended hospitalization (they were admitted on (B)(6) 2025, the bleed occurred and was resolved on (B)(6) 2025, and the patient was discharged (B)(6) 2025). It was determined that the cause of the groin bleed was had a causal relationship with the vizigo sheath and was expected/anticipated, and the event was not related to all other devices. Pressure was applied to the groin to resolve the bleeding. No further details regarding the procedure were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).